Manufacturer narrative:
Device malfunction and patient dissatisfaction were reported. The ams700 device was visually inspected and functionally tested. No leak was found. The cylinders and pump performed within specifications. The product analysis could not confirm the allegation of patient dissatisfaction upon deflation. Correction to h2, h3, and h6: updated to include device analysis.

Event description:
It was reported that due to the patient complaining if a curvature of penis upon deflation and the left cylinder would not fully inflate, he had his inflatable penile prosthesis (ipp) removed and replaced. It was further reported that the patient is doing fine post surgery.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the patient complaining if a curvature of penis upon deflation and the left cylinder would not fully inflate, he had his inflatable penile prosthesis (ipp) removed and replaced. It was further reported that the patient is doing fine post surgery.